Event description:
Boston scientific received information that over the last two years, this right ventricular defibrillation lead has exhibited a moderate increase in shock impedance. At the last follow-up visit, the shock impedance measurements were 112 ohms and 128 ohms respectively (measured separately on both coils). As the competitor device has reached the elective replacement indicator, the device was to be replaced in the near future. The lead remained implanted and was to be thoroughly evaluated during the replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.